Manufacturer narrative:
Beckman coulter inc. Led the customer through instrument troubleshooting. The customer identified that the bun3 electrode had a scratch on the surface. The electrode was replaced and the instrument was returned back into operation after the completion of necessary and verified repairs.

Event description:
The customer reported that on (B)(4) 2011 an erroneous low urea nitrogen (bun3) result was generated from a synchon cx delta clinical system for one patient sample. The erroneous bun3 result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, the bun3 result was higher, regarded as valid, and the initial result was amended. Instrument chemistry quality control (qc) results during the timeframe of this event recovered within customer established specifications. No sample handling/collection information was provided by the customer.